Event description:
It was reported that the patient experienced mental distress due to noise resulting in oversensing and inappropriate high voltage therapy. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.